Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records revealed no issues that would contribute to the reported complaint, supplier certification indicates the correct hardness values were obtained. The holding sleeve was returned with the tip broken. The break occurred along the minor diameter on half of the thread leading to the minor diameter. Conclusion: the thread major diameter and pitch diameters are out of tolerance. This could lead to the reported complaint issue, an internal corrective action has been opened to address the root cause of the issue.

Event description:
It was reported that during a posterior thoracic to pelvis deformity (t9-pelvis), the threads on the tip of the holding sleeve broke off. X-rays confirmed that no fragments were left in the pt. Another screwdriver was used to complete the procedure.